Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient found out that the lead was not working. She had been waiting to speak with the healthcare professional¿s (hcp¿s) office but she had not heard from them. The patient was to see a new pain management physician and the hcp wanted to do an MRI of the spine that was not related to the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.